Manufacturer narrative:
(B)(4) anterior subcapsular. (B)(4). Evaluation: conclusion: (no conclusion can be drawn): based on the complaint history, a specific root cause of the event cannot be determined. (B)(4).

Event description:
It was reported that the surgeon implanted an icm120v4 10.5mm implantable collamer lens in the right eye (B)(6) 1996 and an anterior subcapsular cataract was noted on (B)(6) 2005. The lens remains implanted.